Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The DHR cannot be reviewed, no lot information was provided. A probable cause cannot be determined or identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified microclave¿ clear neutral connector. It was reported that there was difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs. These connectors are under the tegaderm/tape that is applied to a patients arm after an IV is placed. It is not routine for CT techs to remove the tape covering the angiocath and connector before starting power injection, and potentially risk losing patent IV access by doing this. It was also noted that CT techs are not placing the IV lines for these patients it was noted that there was patient involvement, and no human harm.